Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited placement difficulties with high thresholds (greater than 4v) and impedances (1200 ohms). It was placed in several different places around the ra, and then tissue got tangled around the helix preventing fixation. The lead then was changed to a different model and it was implanted successfully.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited placement difficulties with high thresholds (greater than 4v) and impedances (1200 ohms). It was placed in several different places around the ra, and then tissue got tangled around the helix preventing fixation. The lead then was changed to a different model and it was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood/tissue around the helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.